Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. Product is beyond a year from manufacture date of 9aug2009 and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the registered nurse was trying to administer the med, the pump started beeping and gave an error, something like medication will not be administered. We tried replacing the batteries, but it beeped the 2nd time as well. No additional information. No patient injury was reported.